Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3093-28, lot# va0d8am, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometimes when the patient sat down she would get sharp pain deep inside of her hip area where the implant is located. The patient stated when she would sit a certain way she would feel sharp pains. She moved and was seeing a doctor where she was but the healthcare professional stated she would have to go back to the healthcare professional she was seeing. The patient had turned stimulation off to see if the pain resolves. It was indicated that the device had been off since (B)(6). The patient further reported that she had surgery a couple of times the past few years. The last surgery she had, they did an extensive test and x-rays. The healthcare professional stated the leads were in the wrong area. She stated that the healthcare professional stated they could tell the lead was not in the right location because it was not helping her and so the healthcare professional told her to leave stimulation off for a while to see if the surgery will improve the issues. When asked if the surgeries were related to device/therapy, the patient indicated she did not know how to answer that without going into too much of her personal "stuff". It was noted that the surgeries were not replacement surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.